Manufacturer narrative:
Updates made. Updates to manufacturers narrative: investigation conclusion: review of customer data using known control samples showed inconsistencies from reaction to reaction leading to the conclusion that the issue is related to technician technique. Quidelortho personel was sent onsite for further troubleshooting and training. Issue is no longer present since onsite visit. Root cause: unable to fully determine ; most likely technician technique and use of laboratory equipment. Source: phone.

Manufacturer narrative:
Customer sent patient sample in for testing and quidelortho testing results were all positive for sars in both solana and lyra (pcr) platforms, matching the confirmation testing results. Customer's false negative results due to procedural issues solved by further training.

Event description:
Customer reporting false negative sars result. Customer states the result was confirmed positive when the result was repeated on the same assay and by an antigen test. It is noted that the customer is experiencing positive control failures as well during their runs with the positive control resulting negative.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.